Event description:
Customer claims during use there's zipper damage on the large access panel. The zipper is broken, but couldn't specify which part of the zipper has damage. Eval for the returned product shows that the panel side b slider body is open. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval for the returned product shows that the panel side b slider body is open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).